Manufacturer narrative:
Date sent to the FDA: 02/25/2016.corrected information: it was reported that this device event is not malfunction reportable. Therefore, this medwatch report is not reportable.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. During the procedure, the tip of the needle was crashed and could not pass though the tissue. There were no adverse patient consequences. Additional information has been requested.